Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call for failed battery test. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer used the pump to treat for high blood glucose. Customer reported there was a replace battery now alarm. Customer reported that batteries were not in use before and fully charged. Customer reported that contacts of battery cap missing or damaged. Insulin pump is expected to return for analysis.